Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after a fall opened the incision. The wound was washed out and a 7 x 13 ts insert was revised for the same type and size. Spoke to rep: revision was undertaken prophylactically against infection, no infection is alleged. Rep confirmed that no further information would be released by the hospital or surgeon.